Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin delivery occlusion associated with the infusion set, leading to a pump high glucose alarm and subsequent troubleshooting including disconnecting, rewinding, replacing the cartridge and tubing, priming until drops were observed, and resuming therapy without changing the infusion set. Symptoms included hyperglycemia exceeding 400 mg/dl followed by hypoglycemia to 67 mg/dl with associated malaise. Outcomes included self-management of the hypoglycemia with oral carbohydrates and recovery without medical intervention or hospitalization. Investigation included complaint review and user-guided troubleshooting and education. Investigation of this case revealed that the occlusion was resolved only after supply change, consistent with an infusion set-related obstruction of insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved through replacement and correct priming procedure.